Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("migration of essure device/ migrating"), pregnancy with contraceptive device ("unexpected pregnancy") and genital haemorrhage ("abnormal heavy bleeding") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, multiple caesarean sections, complication of delivery and hip injury. Concomitant products included loratadine. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain lower. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe and abnormal menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged abnormal menses/ abnormal bleeding (menorrhagia)"), back pain ("back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharges/ vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations/ weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("hypersensitivity reaction type: skin"), allergic respiratory disease ("hypersensitivity reaction type: respirator"), urinary tract infection ("urinary infection"), cystitis ("bladder infection"), upper respiratory tract infection ("upper respiratory infection/ infection- respiratory frequent"), anxiety ("anxiety"), rash pruritic ("itchy rashes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), hypertension ("hypertension"), alopecia ("hair loss"), sciatica ("sciatica"), ocular discomfort ("vision/eye problems: pressure over right eye"), dysuria ("urinary problems"), urinary tract disorder ("bladder problems"), abdominal pain ("abdomen pain") and bladder disorder ("bladder problems"). The patient was treated with amlodipine, antibiotics and naproxen. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, fatigue, weight fluctuation, vaginal haemorrhage, dermatitis allergic, allergic respiratory disease, urinary tract infection, cystitis, upper respiratory tract infection, anxiety, rash pruritic, headache, nausea, tooth disorder, allergy to metals, hypertension, alopecia, sciatica, ocular discomfort, dysuria, urinary tract disorder, abdominal pain and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, allergic respiratory disease, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, ocular discomfort, pelvic inflammatory disease, pregnancy with contraceptive device, rash pruritic, sciatica, tooth disorder, upper respiratory tract infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for severe and abnormal menstrual pain, abnormal heavy bleeding, prolonged abnormal menses, lower abdominal pain, pelvic pain, abdominal cramping, back pain, pain during intercourse, migraines, vaginal discharges, fatigue, weight fluctuations, and pelvic inflammatory disease, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Most recent follow-up information incorporated above includes: on 11-mar-2019: events per pfs: migration of essure device/ migrating, abnormal bleeding (vaginal), hypersensitivity reaction type: skin, hypersensitivity reaction type: respirator, urinary infection, bladder infection, upper respiratory infection, anxiety, itchy rashes, headaches, nausea, dental problems, nickel allergy, vision/eye problems: pressure over right eye, hypertension, hair loss, sciatica, urinary problems, bladder problems and abdomen pain were added. Pregnancy outcome was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration of essure device/ migrating') and perforation ('perforation') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, multiple caesarean sections, complication of delivery and hip injury. Concomitant products included loratadine. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy") with abdominal pain lower. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), dysmenorrhoea ("severe and abnormal menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged abnormal menses/ abnormal bleeding (menorrhagia)"), back pain ("back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharges/ vaginal discharge"), weight fluctuation ("weight fluctuations/ weight gain / loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("hypersensitivity reaction type: skin"), allergic respiratory disease ("hypersensitivity reaction type: respirator"), urinary tract infection ("urinary infection"), cystitis ("bladder infection"), upper respiratory tract infection ("upper respiratory infection/ infection- respiratory frequent"), anxiety ("anxiety"), rash pruritic ("itchy rashes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), hypertension ("hypertension"), alopecia ("hair loss"), sciatica ("sciatica"), ocular discomfort ("vision/eye problems: pressure over right eye"), urinary tract disorder ("urinary problems"), the first episode of bladder disorder ("bladder problems"), abdominal pain ("abdomen pain"), the second episode of bladder disorder ("bladder problems") and abortion ("abortion"). The patient was treated with amlodipine, antibiotics, naproxen and surgery (essure removal). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, perforation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, weight fluctuation, fatigue, vaginal haemorrhage, dermatitis allergic, allergic respiratory disease, urinary tract infection, cystitis, upper respiratory tract infection, anxiety, rash pruritic, headache, nausea, tooth disorder, allergy to metals, hypertension, alopecia, sciatica, ocular discomfort, urinary tract disorder, abdominal pain, the last episode of bladder disorder and abortion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abortion, allergic respiratory disease, allergy to metals, alopecia, anxiety, back pain, cystitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, ocular discomfort, pelvic inflammatory disease, perforation, pregnancy with contraceptive device, rash pruritic, sciatica, tooth disorder, upper respiratory tract infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: patient sought treatment on multiple occasions for severe and abnormal menstrual pain, abnormal heavy bleeding, prolonged abnormal menses, lower abdominal pain, pelvic pain, abdominal cramping, back pain, pain during intercourse, migraines, vaginal discharges, fatigue, weight fluctuations, and pelvic inflammatory disease, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('left essure device embedded in the left cornua'), device expulsion ('migration of essure device/ migrating/no coil identified within left tube/left essure device embedded in the left cornua') and perforation ('perforation') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, multiple caesarean sections, complication of delivery and hip injury. Concomitant products included loratadine. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy") with abdominal pain lower. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), dysmenorrhoea ("severe and abnormal menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged abnormal menses/ abnormal bleeding (menorrhagia)"), back pain ("back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharges/ vaginal discharge"), weight fluctuation ("weight fluctuations/ weight gain / loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("hypersensitivity reaction type: skin"), allergic respiratory disease ("hypersensitivity reaction type: respirator"), urinary tract infection ("urinary infection"), cystitis ("bladder infection"), upper respiratory tract infection ("upper respiratory infection/ infection- respiratory frequent"), anxiety ("anxiety"), rash pruritic ("itchy rashes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), hypertension ("hypertension"), alopecia ("hair loss"), sciatica ("sciatica"), ocular discomfort ("vision/eye problems: pressure over right eye"), urinary tract disorder ("urinary problems"), the first episode of bladder disorder ("bladder problems"), abdominal pain ("abdomen pain") and the second episode of bladder disorder ("bladder problems"). The patient was treated with amlodipine, antibiotics, naproxen and surgery (laparoscopic removal of right tubular essure device. Hysteroscopy, d&c and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, embedded device, device expulsion, perforation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, weight fluctuation, fatigue, vaginal haemorrhage, dermatitis allergic, allergic respiratory disease, urinary tract infection, cystitis, upper respiratory tract infection, anxiety, rash pruritic, headache, nausea, tooth disorder, allergy to metals, hypertension, alopecia, sciatica, ocular discomfort, urinary tract disorder, abdominal pain and the last episode of bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, allergic respiratory disease, allergy to metals, alopecia, anxiety, back pain, cystitis, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, ocular discomfort, pelvic inflammatory disease, perforation, pregnancy with contraceptive device, rash pruritic, sciatica, tooth disorder, upper respiratory tract infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: patient sought treatment on multiple occasions for severe and abnormal menstrual pain, abnormal heavy bleeding, prolonged abnormal menses, lower abdominal pain, pelvic pain, abdominal cramping, back pain, pain during intercourse, migraines, vaginal discharges, fatigue, weight fluctuations, and pelvic inflammatory disease, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: mr received. Reporter information, removal details added. Event: left essure device embedded in the left cornua added. Event essure micro-insert migration updated to partial expulsion of device. Event abortion deleted as pregnancy out come is mentioned as live birth; child healthy. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration of essure device/ migrating') and perforation ('perforation') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, multiple caesarean sections, complication of delivery and hip injury. Concomitant products included loratadine. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy") with abdominal pain lower. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), dysmenorrhoea ("severe and abnormal menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged abnormal menses/ abnormal bleeding (menorrhagia)"), back pain ("back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharges/ vaginal discharge"), weight fluctuation ("weight fluctuations/ weight gain / loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("hypersensitivity reaction type: skin"), allergic respiratory disease ("hypersensitivity reaction type: respirator"), urinary tract infection ("urinary infection"), cystitis ("bladder infection"), upper respiratory tract infection ("upper respiratory infection/ infection- respiratory frequent"), anxiety ("anxiety"), rash pruritic ("itchy rashes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), hypertension ("hypertension"), alopecia ("hair loss"), sciatica ("sciatica"), ocular discomfort ("vision/eye problems: pressure over right eye"), urinary tract disorder ("urinary problems"), the first episode of bladder disorder ("bladder problems"), abdominal pain ("abdomen pain"), the second episode of bladder disorder ("bladder problems") and abortion ("abortion"). The patient was treated with amlodipine, antibiotics, naproxen and surgery (essure removal). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, perforation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, weight fluctuation, fatigue, vaginal haemorrhage, dermatitis allergic, allergic respiratory disease, urinary tract infection, cystitis, upper respiratory tract infection, anxiety, rash pruritic, headache, nausea, tooth disorder, allergy to metals, hypertension, alopecia, sciatica, ocular discomfort, urinary tract disorder, abdominal pain, the last episode of bladder disorder and abortion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abortion, allergic respiratory disease, allergy to metals, alopecia, anxiety, back pain, cystitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, ocular discomfort, pelvic inflammatory disease, perforation, pregnancy with contraceptive device, rash pruritic, sciatica, tooth disorder, upper respiratory tract infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: patient sought treatment on multiple occasions for severe and abnormal menstrual pain, abnormal heavy bleeding, prolonged abnormal menses, lower abdominal pain, pelvic pain, abdominal cramping, back pain, pain during intercourse, migraines, vaginal discharges, fatigue, weight fluctuations, and pelvic inflammatory disease, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received- new event perforation was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pregnancy with contraceptive device ("unexpected pregnancy") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain lower. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe and abnormal menstrual pain"), menorrhagia ("prolonged abnormal menses"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("vaginal discharges"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, fatigue and weight fluctuation outcome was unknown. The pregnancy outcome was not reported. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pregnancy with contraceptive device, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for severe and abnormal menstrual pain, abnormal heavy bleeding, prolonged abnormal menses, lower abdominal pain, pelvic pain, abdominal cramping, back pain, pain during intercourse, migraines, vaginal discharges, fatigue, weight fluctuations, and pelvic inflammatory disease, among other symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.